Event description:
It was reported that a patient experiencing fatigue, dizziness and lightheadedness presented to the clinic for a follow up. The patient has been receiving radiation therapy. The pulse generator exhibited backup vvi operation. After a software download, normal function resumed. The patient would be monitored.